Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test and displacement test or verify unexpected restart error alarm low battery, battery out limit, off no power alarms due to motor error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm in the history. Customer confirmed that off no power alarm was found in the alarm history after the low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.